Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7076697.

Event description:
It was reported that patients implantable pulse generator (ipg) had eroded to the skin. It was noted that patients incision site was open and patient was not able to get enough pain relief. The patient underwent an explant procedure where in all devices were removed. The explanted device will not be return as it was disposed at the facility,